Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient stated they were in a lot of pain and would like to schedule an adjustment with a manufacturer representative (rep). The patient stated that they left messages for the rep, but they had not heard back from them yet. The patient clarified that they did not mention any symptom in their messages to the rep, only requesting coordinating an adjustment. The patient was redirected to follow-up with their healthcare provider (hcp). The event occurred a couple days ago in (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2018 reporting that the device was losing power and would need to be replaced which led to the pain. The patient was awaiting a surgery date. The issue had not been resolved at the time of the report. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.